Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 426.642s, lot: 3l51162, manufacturing site: grenchen, release to warehouse date: 14.mar.2019, expiry date: 01.mar.2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: as received condition, one (1) broken plate has been returned in a non-synthes bag. The plate in question is broken at the hole 6 (counted from the right to the left side). The complaint part has traces of use such as several scratches on the surface. Furthermore, around the breakage point there are several abrasions and damages on the surface within the holes. The laser marking is readable. Dimensional inspection: all dimensions of the plate received which are relevant for the complaint condition such as the thickness in the area from the hole 6 were measured and have fulfilled their specifications according to the drawing. Noteworthy, the features of thread zero-point and ball height hole 6 could not be measured due to the complaint condition (broken plate). In addition to that, some thread zero-point and ball height holes were damaged and could not be either measured. Besides, during the manufacturing process the lot related to this complaint was inspected regarding to its dimensional features such as ball height and thread zero-point through the inspection sheet and the whole lot has passed its specifications. Therefore, this plate was manufactured according to its quality standards and a manufacturing issue has been excluded. Document/specification review: a manufacturing record evaluation was performed for the affected lot, where no non-conformances, abnormalities nor deviations were identified which could lead to the complaint failure. In addition, the drawing of the article 426.642s valid at the time of manufacturing, was reviewed and no relevant design changes were identified. Summary: the complaint is rated as confirmed, since the plate is broken as claimed by the customer. However, from the manufacturing point of view, this complaint is rated as not valid since no deviations were found in the manufacturing documentation reviewed, as well as all measurements performed during this investigation are according to specifications. Since no manufacturing issue was detected, therefore, no further actions have been taken based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Birth year is reported as (B)(6). Additional device product codes: hwc, ktt. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient suffered a periprosthetic femoral fracture with lying/existing hip-tep and was treated on (B)(6) 2018 with open reposition and angle stable plate. Because of an atrophic pseudarthrosis an implant failure of the plate occurred. A revision surgery was performed on (B)(6) 2019 and an angle stable plate was explanted and patient was implanted with 4.5mm ti curved broad lcp plate. Due to a repeated missing bone-healing another implant failure occurred. The patient underwent revision surgery on (B)(6) 2019. The 4.5mm ti curved broad lcp plate was explanted and re-osteosynthesis was done with the help of double plate. No further information is provided. This report captures the second revision surgery due to implant failure. The first revision surgery is reported under related complaint (B)(4). Concomitant medical product: unknown screws (part #: unknown, lot #: unknown, quantity: unknown). This report is for one (1) 4.5mm ti curved broad lcp plate 14 holes/265mm sterile. This is report 1 of 1 for complaint (B)(4).